Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the system was explanted.

Event description:
It was reported the patient is no longer receiving stimulation. Diagnostics revealed high impedance values for the lead. Surgical intervention will be taken at a later date to address the issue.